Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a c3 to c7 anterior cervical discectomy and fusion on (B)(6) 2009. On (B)(6) 2010, the patient underwent a one-level l4 to s1 transforaminal lumbar interbody fusion. The patient now reportedly suffers from foramina stenosis, facet hypertrophy, difficulty walking, chronic pain, syndrome, lumbar spondylolysis, cervical spondylolysis, numbness, tingling, lumber radiculopathy, and spinal fractures.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a c3 to c7 anterior cervical discectomy and fusion. On (B)(6) 2010, patient underwent a one-level l4 to s1 transforaminal lumbar interbody fusion. Patient later returned home, but her pain and difficulties did not subside. Patient now experiences injuries and damages, including foraminal stenosis, facet hypertrophy, difficulty walking, chronic pain syndrome, lumbar spondylolysis, cervical spodylolysis, neck pain, bilateral arm pain,low back pain, bilateral leg pain, numbness, tingling, lumber radiculopathy, and spinal fractures.